Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir's retainer ring had come off and the customer's blood glucose levels were unstable. The customer did not remember if the insulin pump was knocked or bumped. The customer's blood glucose level was 19 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.